Event description:
An x-pac 10mm x 25mm lordotic cage that was implanted on (B)(6) 2025 on a female patient was reported per (B)(4) to have slipped anteriorly, necessitating a revision surgery on (B)(6) 2025. This is the only patient consequence known to date.

Manufacturer narrative:
An investigation was initiated upon receipt of the complaint. The cage was not available for evaluation, the lot number was not supplied, and no images were provided. The surgeon reported that the explanted cage had subsided slightly into the end plate and subsequently migrated anteriorly. According to the sales representative, the surgeon removed the 10mm x 25mm lordotic tlif/plif expanding innovations cage and replaced it with an alif cage from another manufacturer. In addition, the expanding innovations cage appeared to remain expanded after removal, therefore, it appears to have functioned as intended. As no lot number was supplied, lot history could not be reviewed; however, all cages shipped to customers meet the required specifications prior to release. The exact cause of the cage migration cannot be determined. The deployment, selection, patient condition and anatomy are determined by the surgeon.